Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 191-572 mg/dl and a correction bolus via the pump was delivered. The customer wore the pump against the skin and a temperature change had occurred to the pump prior to the occlusion alarm declaring. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer reverted to manual injections for insulin therapy.